Manufacturer narrative:
Vyaire file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the 3100a ventilator was not starting when pressurized and start/stop button was pressed. It was stated that the start/stop led turns green but the oscillator stop led also illuminates. There is no information of patient involvement associated with the event as of this time.